Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned reamer confirmed the tip was fractured. The tip of the reamer was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is associated with fracture from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the pin on the reamer broke during the surgery. The surgeon finished the case with the same size device from a different set. They do not know how many times the instrument has been used. No direct impact on patient.